Event description:
See MFR. Rep. #s 3007566237-2011-09141 and 3007566237-2011-09161 for previous device issues. It was reported that the patient was implanted with her third neurostimulator. The device was implanted for almost 3 years, during which the patient underwent "countless" reprogrammings for shocking. The patient began to get numbing in the foot and left leg, tingling, curling of the toes, muscle spasms in the leg, and "loads of neuro issues." The device began sticking out from under the patient's skin and she was losing feeling in left leg and foot more frequently. The patient began to fear driving, determined the device was broken, and had it removed. The patient awoke from surgery with no feeling at all in entire left leg, but was told the nerves had to heal. The patient was bedridden for 7 months as the wounds were packed. She had therapy at home to work on the leg, and slowly feeling returned though it was accompanied with severe nerve pain. It took the patient a year to walk unassisted. Wounds from the device "tunneled", resulting in more surgery to re-open and pack them closed again. Immediately after removal the patient experienced a cardiac arrhythmia and had to be put on medication. She suffered two strokes in the last year because the medications weren't controlling the arrhythmia enough. The patient stated that she would require life long medication for this problem and possibly a pacemaker. Unable to follow-up with contact information provided, no additional information was obtained.